Event description:
The customer reports the system displayed poor image quality. No pt injuries were reported.

Manufacturer narrative:
(B) (4). The ge service rep adjusted the camera focus which improved image resolution. He attempted to adjust the ii focus with no results. The onsite biomed also replaced and adjusted the left monitor. Combined monitor replacement and camera adjustment improved image quality. The system is functioning properly.